Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe and persistent abdominal pain"), ectopic pregnancy ("ectopic pregnancy"), haemorrhage in pregnancy ("abnormal bleeding") and adnexal torsion ("ovarian torsion") in a 32-year-old female patient who had essure (batch no. 829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included left upper quadrant pain, pelvic pain, c-section in 1997, c-section in 2001, pap smear abnormal, ear pain, lymphadenopathy, bipolar disorder, gravida and vaginal bleeding. Previously administered products included for an unreported indication: iud from 1997 to 2010. Concurrent conditions included vaginal sling procedure, bruising, excessive thirst, diuresis excessive, uti, throat sore and respiratory tract congestion. Concomitant products included bupropion hydrochloride (wellbutrin xl) since 2006 for depression as well as estradiol (estrace), estradiol since 2014, estrogen nos (estrogen), ondansetron (zofran), topiramate (topamax) and tramadol hydrochloride (ultram). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required) and haemorrhage in pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced pain in jaw ("jaw pain/locking pain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In 2016, the patient experienced back pain ("back pain"). In (B)(6) 2016, the patient experienced adnexal torsion (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), depression ("depression/stress"), anxiety ("anxiety"), weight increased ("weight gain"), fatigue ("fatigue"), urticaria ("hives"), abdominal distension ("bloated stomach/bloating stomach"), dyspareunia ("pain during intercourse"), allergy to metals ("allergic to nickel or any other component of essure") and headache ("head pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy), surgery (d&c and ablation in 2011), and surgery (right salpingo-oophorectomy). At the time of the report, the abdominal pain had resolved and the ectopic pregnancy, haemorrhage in pregnancy, adnexal torsion, nausea, tooth disorder, depression, anxiety, migraine, alopecia, pain in jaw, weight increased, fatigue, urticaria, abdominal distension, dyspareunia, back pain, allergy to metals and headache outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, adnexal torsion, allergy to metals, alopecia, anxiety, back pain, depression, dyspareunia, ectopic pregnancy, fatigue, haemorrhage in pregnancy, headache, migraine, nausea, pain in jaw, tooth disorder, urticaria and weight increased to be related to essure. The reporter commented: plaintiff had took injection for jaw pain. Plaintiff claim that (B)(6) 2014, severe and persistent abdominal pain lessened over the next 6 to 8 months after my initial removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2011: both tubes were blocked. Testing for dental problems and jaw pain, metal allergy. Ultrasound therapy has done for back pain. Plaintiff has done home pregnancy test that was positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs and mr: abdominal pain, headache, depression, ovarian torsion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of product technical complaint. On 14-sep-2018: during routine quality monitoring activity, inconsistency between surgeries and essure removal date was noticed. Outcome for abdominal pain updated from unknown to recovered/resolved. Incident category for abdominal pain amended to incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy"), haemorrhage in pregnancy ("abnormal bleeding") and adnexal torsion ("ovarian torsion") in a (B)(6) female patient who had essure (batch no. 829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included left upper quadrant pain, pelvic pain, c-section in 1997, c-section in 2001, pap smear abnormal, ear pain, lymphadenopathy, bipolar disorder, vaginal delivery and vaginal bleeding. Previously administered products included for an unreported indication: iud from 1997 to 2010. Concurrent conditions included vaginal sling procedure, bruising, excessive thirst, polyuria, uti, throat sore and respiratory tract congestion. Concomitant products included bupropion hydrochloride (wellbutrin xl) since 2006 for depression as well as estradiol (estrace), estradiol since 2014, estrogen nos (estrogen), ondansetron (zofran), topiramate (topamax) and tramadol hydrochloride (ultram). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced pain in jaw ("jaw pain/locking pain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In 2016, the patient experienced back pain ("back pain"). In (B)(6) 2016, the patient experienced adnexal torsion (seriousness criterion medically significant). On an unknown date, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain ("severe and persistent abdominal pain"), nausea ("nausea"), depression ("depression/stress"), anxiety ("anxiety"), weight increased ("weight gain"), fatigue ("fatigue"), urticaria ("hives"), abdominal distension ("bloated stomach/bloating stomach"), dyspareunia ("pain during intercourse"), allergy to metals ("allergic to nickel or any other component of essure") and headache ("head pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (d&c and ablation in 2011, total laparoscopic hysterectomy-left and right salpingo-oophorectomy), surgery (d&c with ablation performed in 2011) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy, haemorrhage in pregnancy, adnexal torsion, abdominal pain, nausea, tooth disorder, depression, anxiety, migraine, alopecia, pain in jaw, weight increased, fatigue, urticaria, abdominal distension, dyspareunia, back pain, allergy to metals and headache outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, adnexal torsion, allergy to metals, alopecia, anxiety, back pain, depression, dyspareunia, ectopic pregnancy, fatigue, haemorrhage in pregnancy, headache, migraine, nausea, pain in jaw, tooth disorder, urticaria and weight increased to be related to essure. The reporter commented: plaintiff had took injection for jaw pain. Plaintiff claim that (B)(6) 2014,severe and persistent abdominal pain lessened over the next 6 to 8 months after my initial removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: both tubes were blocked . Testing for dental problems and jaw pain, metal allergy. Ultrasound therapy has done for back pain. Plaintiff has done home pregnancy test that was positive. Concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs and mr: abdominal pain, headache, depression, ovarian torsion. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet received, plaintiff address update, reporter added, patient demographic condition added, lot number added, date of device removal updated, event: nausea, dental problems, depression and anxiety, migraines, ectopic pregnancy, hair loss, severe and persistent abdominal pain, jaw pain, weight gain, ovarian torsion, fatigue, hives, bloated stomach, pain during intercourse, back pain, abnormal bleeding, metal allergy, headache added. Event onset date added. Concomitant drugs added, concomitant disease added, rcc comments added, unstructured relevant test added, historical condition added, historical drugs added, lab data added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.